Manufacturer narrative:
This report is submitted on 21 april 2021.

Event description:
Per the clinic, the patient experienced chronic skin irritation at implant site resulting in explant of the device.